Event description:
It was reported that during implantation surgery the device was in place and testing had confirmed that the device was working within specifications. During closure of the wound, the resident used a monopolar bovie. At that point the audiologist ran testing again and it seemed that the device had malfunctioned. Testing was performed several more times all with the same outcome, then the wound was re-opened, but it still appeared that the device had malfunctioned and a back-up device was implanted. After troubleshooting in the or and in the clinic, it was determined that there was an issue with the dib coil.

Manufacturer narrative:
The device has been returned where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.